Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was programmed with a 2.0 unit fixed prime with a water filled reservoir. The water did exit the infusion set. No delivery anomaly was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip. The pump was downloaded properly using care link pro.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 40mg/dl. Customer treated with food. The customer indicated that the pump is over delivering. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.